Event description:
On (B)(6) 2026, the patient contacted insulet to report a hospitalization associated with elevated blood glucose levels while wearing a pod on the arm for an unknown duration. The patient reported experiencing rising glucose levels and sickness, which led to the patient seeking medical assistance. The patient initially presented to the emergency department and was subsequently admitted to a hospital ward, where hospitalization reportedly lasted approximately one week. The patient confirmed a diagnosis of diabetic ketoacidosis and reported receiving treatment consisting of intravenous fluids and insulin. The pod was worn at the time medical attention was sought and was removed by hospital staff during hospitalization. Blood glucose values, last bolus information, pod lot number, and pod sequence number were not available, as the patient did not recall these details. The patient stated that the pod was no longer available and could not be returned. The patient did not recall the exact week-long hospitalization admission or discharge dates; therefore, the date of incident has been recorded as one week prior to the contact date: ((B)(6) 2026).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.